Event description:
It was reported a patient enrolled in a clinical study underwent a total knee arthroplasty on (B)(6) 2011. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2011 due to infection.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay that this report 1825034-2014-07188 was sent in error. The product associated with this report is not distributed for use in the united states and is therefore not FDA reportable.